Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was returned for evaluation. The distal tip assembly appeared to be torn off and a portion of the tip was missing from the edge of the ro marker when received. The missing distal tip measurement length was approximately .5cm long. The guidewire exit port was lifted 1.0mm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The probable root cause for the observed damage to the guidewire exit port was operational context, while for the detached tip was handling damage. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during antistreptolysin-o percutaneous transluminal angioplasty (aso-pta), guide wire exit port damage occurred. The 90% stenosed lesion was moderately tortuous with no calcification. The f/g, atlantis 018 imaging catheter was introduced through the right external iliac artery. No catheter damage was observed when the product was first removed. As the device was inserted along the thruway018/190cm guide wire, guide wire exit port was damaged. After removal of the device, physician noticed that there was a tear on the guidewire exit port, but did not confirm that the distal tip got detached at that time. It was noted that the device was intact as one piece during removal. The procedure was completed with another of the same device. No patient complications reported and patient's condition was good. However, returned device analysis revealed a tip separation.